Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nine inappropriate therapies and was "traumatized" by the experienced. The right ventricular (rv) lead triggered an alert for oversening of noise and there was a possible lead fracture. The lead was programmed off and remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further by the patient that the rv lead is broken and will be capped and replaced. A check in patient registration shows that the lead was capped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had also exhibited undefined high pace/sense impedance measurements.

Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5089221); since f10 is not contained on that form, select fields in section f have been populated by the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced, "heart muscle damage, sever pain, stress and anxiety."